Event description:
It was reported that the patient had an exploratory revision on the day of the report. The extension was too tight in the patient¿s neck. The patient had a battery replacement due to normal battery depletion and did not mention that the extension was tight at that time. The patient had brought it up since that time. The issue was unresolved at the time of the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v541017, implanted: (B)(6) 2011. Product type: lead. Product ID: 3387s-40, lot# v541017, implanted: (B)(6) 2011, type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type :extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that the cause of the event was determined, but did not elaborate. The patient returned to the operating room (or) and the problem was resolved. The patient recovered without permanent impairment.